Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) with slurred speech, left sided weakness and was found to have a right m1 focal oculus. Urine culture was positive for klebsiella pneumoniae complex. The patient was stated on IV rocephin (ceftriaxone).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ischemic stroke, aortic thrombus, elevated blood pressure, and bleeding could not be conclusively determined through this evaluation. Additionally, a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists stroke, arterial non-central nervous system/venous thromboembolism, infection, hypertension, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Their hemoglobin/hematocrit on (B)(6) 2022 was 11.9 and on (B)(6) 2022, it was 10.2/32.5. Head computed tomography (CT) was done and they found to have a right m1 focal oculus and had ischemic stroke. CT angiography of the chest with IV contrast showed evidence of aortic thrombus and they were started on aspirin.